Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad alarms, adjust belt messages) was confirmed. As received the belt failed an incoming functional test. Upon evaluation, the pulse wire was open in the distribution node (dn) to ECG b cable. The cause for the alarms and the test failure is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable sections. No adverse event resulted from the damaged pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report check therapy pad alarms and adjust belt messages. The patient was issued a replacement electrode belt.